Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up and down keypad buttons were sticking and intermittently unresponsive. It was reported that the issue began a ¿couple of months¿ prior to the date of complaint. The reporter was unsure which issue happened first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: visible moisture corrosion in battery compartment. Battery compartment crack near top left and lower right corner of grip pad. Display is dim, orange. "Up", "down", "ok" and contrast buttons are under responsive. Leak test failed due to leak from battery compartment. Removed keypad, contamination found under "up", "down", "ok" and contrast button contacts. Opened pump, no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.